Event description:
Boston scientific received information that this pacing lead exhibited high out of range pacing impedance measurements. The lead was found to have fractured. An invasive procedure was performed and the lead was capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.